Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tube there was under-fill or low draw of a tube with blood. This event affected 194 tubes. The following information was provided by the initial reporter. The customer stated: "the tubes can unfortunately only be filled to 1/3, according to the statement of the doctor."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The attached photograph shows 2 unused tubes. Indicated failure mode was not observed from the photograph attached. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.